Manufacturer narrative:
Investigation: the physician stated that the patient reaction was due to a negative fluid balance, however, a 100% fluid balance was indicated on the spectra optia machine. The run data file (rdf) was analyzed for this event. The procedure was set up for a fluid balance of 100% at the end of the procedure and when the procedure was complete the reported fluid balance was 100%. During the procedure the most negative the fluid balance was approximately -109 ml reported by optia right before the procedure was ended and rinseback was started. This is normal during an exchange procedure since the system is targeting a 100% fluid balance and is programmed to return sufficient fluid during rinseback back to the patient in order to get the fluid balance back to 100% after rinseback is completed. When the fluid balance was at -109 ml that puts the patient at a 97% fluid balance. Additionally, signals from the rdf showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the rdf that would indicate the machine did not operate as intended and the system was operating within the safety limits programmed in the machine. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a reaction after a therapeutic plasma exchange(tpe) procedure for a clinical study. Approximately 10 minutes post procedure, the patient collapsed, developed hypotension, and her eyes rolled up then returned to consciousness. Per physician¿s order, 500 ml of electrolyte solution was administered to the patient via IV. Patient outcome is not available at this time. Due to EU personal data protection laws, the patient information is not available from the customer. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Vasovagal reactions such as hypotention and bradycardia as experienced by the patient occur at a frequency of 0.5%.root cause: this procedure was set up for a fluid balance of 100% at the end of the procedure and when the procedure was complete the reported fluid balance was 100%. During the procedure the most negative the fluid balance went was about -109ml reported by optia right before the procedure was ended and rinseback was started. This is normal during an exchange procedure since the system is targeting a 100% fluid balance and is programmed to return sufficient fluid during rinseback back to the patient in order to get the fluid balance back to 100% after rinseback is completed. When the fluid balance was at -109ml that puts the patient at a 97% fluid balance. Additionally,signals from the run data files showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the run data files that would indicate the machine did not operate as intended and the system operated within the safety limits programmed in the machine. A definitive root cause for the patient's reactions could not be determined. Possible causes for the alleged reactions include but are not limited to ac management during the procedure, the patient's disease state, and/or the patient's sensitivity to anticoagulant.

Event description:
Due to EU personal data protection laws, the patient identifier and age are not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Due to EU personal data protection laws, the patient outcome is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.